Manufacturer narrative:
Additional information: h4, h6 and h10. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system y-type blood/solution set leaked. During open heart surgery, cell saver was being administered after the patient was coming off cardiopulmonary bypass (cpb). After spiking the cell saver, the nurse utilized the pressure pump and noticed that blood had just shot out over their shirt, pants and the floor. Upon further investigation, it was discovered that the blood set was leaking where the pressure pump and the purge air regulating clamp connect. A new set had to be primed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.